Event description:
It was reported that the patient had intermittent episodes of epistaxis recently secondary to minor pushing and pulling of their nasogastric tube (ng tube). Their most recent bleeding started on (B)(6) 2022 with the bleeding continuing throughout the day. The patient presented to the emergency department (ed) due to blood bubbling up from the lumen of their tracheostomy tube. The patient remained hemodynamically stable with no respiratory concerns documented. The bleeding improved, but continued. The last episode of bleeding was (B)(6) 2022 and there was also posterior septal erosion from the ng bridle. A gastrostomy-jejunostomy (gj) tube was placed on (B)(6) 2022. Their hemoglovin remained at the baseline level. No blood transfusions were required. The event resolved without sequelae.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was cleared for discharge on (B)(6) 2022 to return back to the rehab facility when a bed becomes available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had intermittent episodes of epistaxis recently secondary to minor pushing and pulling of their nasogastric (ng) tube. The account reported that the patient presented to the emergency department (ed) on (B)(6) 2022 due to blood bubbling up from the lumen of their tracheostomy tube. The patient remained hemodynamically stable with no respiratory concerns documented and the bleeding improved but continued. The last episode of bleeding was (B)(6) 2022 and there was also posterior septal erosion from the ng bridle. A gastrostomy-jejunostomy (gj) tube was placed on (B)(6) 2022. The patient¿s hemoglobin remained at the baseline level and no blood transfusions were required. According to the account, the event resolved. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11oct2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding, as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information provided. The manufacturer is closing the file on this event.